Event description:
On (B) (6) 2008 the sales rep reported that during a kit inspection prior to surgery, it was identified that the driver had a broken tip. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Evaluation is pending.